Manufacturer narrative:
Additional information received indicated that the patient was administered bivalirudin for 24 hours without success. She was converted to intraventricular tissue plasminogen activator (t-pa) with a successful return of the pump to normal parameters. The patient was subsequently discharged home. The last report received indicated that the patient was recently seen in clinic. Lactate dehydrogenase (ldh) levels were 627 u/l (still trending downward) and inr was 3.6 with therapeutic range set for 2.5- 3.5. Investigation is ongoing. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The pump remains implanted and therefore was not returned to the manufacturer for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event increase in power was confirmed via review of the controller log files, which revealed power consumption outside the normal operating range. With review of the reported information and device history record review, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Although a definitive root cause conclusion cannot be made, clinical factors and patient comorbidities are factors that may have contributed to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the vad coordinator that this patient was admitted to the hospital for treatment of suspected pump thrombus after experiencing high flows and a slight increase in pump power. Log files review performed by the site revealed pump s parameters outside of normal operating range. Intravenous bivalirudin was initiated with aptt checks every two hours and range of 60-80. The patient was last reported to remain hospitalized. Investigation is ongoing.